Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the physician noticed an insulation abrasion on the left ventricular lead. The lead was repaired with an adhesive repair kit and remained implanted. All electrical measurements were normal. The patient was in stable condition.